Event description:
Consumer reports, "consumer had surgery on their wrist and used the product as a cushion for the case and padding. Two days later consumer began itching and by the third day they received welts and blotches determined by a clinician to be contact dermatitis. Medical intervention was provided to relieve these symptoms as well as follow-up medication. They did advise that they were treated for contact dermatitis with a 125ml medral solution, 25ml benadryl and 25ml epithinaphin. Their dr feels they may have acquired a latex allergy, which was not pre-existing (consumer is a medical tech).